Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device firewall had an issue. The technical support specialist (tss) confirmed that the advocate health information technology team resolved the firewall issue, restoring system functionality. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down and not able to login into plx. Station was on critical override. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.